Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of the system revision due to infection. No additional adverse patient effects reported. The crt-p was explanted.